Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient had a proximal ulna fracture on (B)(6) 2012 and then received an operation for plate and screws. Eight months later the patient went to a follow up visit where it was determined that the plate was broken at that time the patient was asked to wait on additional surgery expecting that it would heal. The patient later visited another hospital where the plate was removed in (B)(6) 2013. It was reported that patient underwent an open reduction internal fixation and bone graft for left ulna nonunion and fracture on (B)(6) 2013. This report is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: there was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, it seems likely that the implant was subjected to low dynamic bending loads mainly on one side. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the reconstruction plate 3.5. The implant could not resist the applied force which finally led to the material overload / fatigue failure. Postoperative activities of the patient may have played a certain role, too. The breakage of the reconstruction plate 3.5 occurred at the sixth plate hole close to the area of bone fracture. The reconstruction plate 3.5 is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the reconstruction plate 3.5 is in compliance with the international standards for surgical implants made of stainless steel. The dimensions of the investigated reconstruction plate 3.5 (as far as measurable) were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the reconstruction plate 3.5 is 10.02 mm and the thickness is 2.78 mm. Several scratches and slight mechanical damages, which are probably caused mainly during explantation, are visible on the plate. Macroscopically the fracture surfaces are strongly abraded in the shiny areas. Because of the laser marking of the screws it is likely that the received screws are made by foreign producers. When examining the fracture surfaces of the fragment of the reconstruction plate 3.5 using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The fracture surfaces showed a primary crack initiation zone on the upper side of the plate and a secondary crack initiation zone on the lower side of the plate. Documented fatigue cracks close to the initial fracture zones indicate multiple crack initiation. After breaking, the two plate fragments rubbed against each other causing partly strong destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and almost over the entire fracture surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads. The presence of these striations is a clear indication of a fatigue process. The area with dimples on the part corresponds to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. A failure resulting from either a material defect or the manufacturing process can be excluded. Implant: unknown date (B)(6) 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.